Event description:
Fracture of ankylos dental implant placed by oral surgeon (B)(6) 2008. Implant fractured mesial-distal. Necessitates removal of implant and replacement. Pt referred to original oral surgeon for removal and replacement.